Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of arrhythmia episodes. It was also reported that the right ventricular (rv) lead exhibited loss of capture. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.